Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6315706. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a staff member suffered a contaminated needle stick from a 1/2 ml bd safetyglide¿ insulin syringe with 29g x 0.5in. Attached needle because the safety mechanism fell off of the needle after it was engaged. The staff member went through needle stick protocol for this incident.